Manufacturer narrative:
This report is submitted on august 22, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and an extrusion of the implant magnet out of the skin. The patient was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2023.